Manufacturer narrative:
Block b3: exact date unknown, event occurred over a year ago from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model:sc-2218-70, serial: (B)(6), batch: 7090509, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7090197, UDI: (B)(4).

Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) site as well as inadequate pain relief. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were not returned as they were kept by the medical facility.